Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the numbers on the customer's insulin pump was scrolling. The customer also reported a button error alarm. Customer's blood glucose was 432 mg/dl. Customer stated they would treat with a manual injection. Customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.